Event description:
A confirmed catheter blockage was reported and it was stated that the revision was scheduled for thursday, 2011 (B)(6). Patient had been on oral baclofen and the healthcare provider (hcp) planned to program a change in dose from flex 595.6 mcg/day to s.c 100 mcg/day of lioresal 2000mcg/ml. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model: 8709, (B)(4), implanted: 2005 (B)(6), explanted: unk.